Event description:
Customer reported inconsistent reactions when testing a patient sample using cmt plates on the echo. The inconsistent reactions were due to unexpected positive results with anti-d (monoclonal blend) series 5, caused by speckling in the wells.

Manufacturer narrative:
Review of instrument images: batch 886: d4-echo result=1+ well score=18 visual review of image: well had a speckled appearance. Batch 887: d4- echo result=1+ well score=18 visual review of image: well had a speckled appearance d5: echo result=equivocal well score=5 visual review of image: well had a speckled appearance. Batch 888: d4- echo result=1+ well score=17 visual review of image: well had a speckled appearance. Cmt lot: nu118. Group assay performed with wb cor qc (levels 1,2, & 3) and in-house donor samples (5 samples) of known abo/rh types using retention cmt, lot nu118, anti-a, anti-b series 3, anti-d series 4, anti-d series 5, a1 reference cells, b reference cells, and monoclonal control on in-house echo. No equivocal results were observed on wb cor qc samples. An equivocal result was obtained on 1 of the 5 in-house donor samples; the donor type is b positive. The equivocal result was obtained in the anti-a well; during visual inspection of the well a speckled appearance was noted. The reaction score for the well was 5. The same 5 in-house donor samples were centrifuged and re-tested using the same retention lot numbers noted above. The same b positive donor that yielded a previous equivocal result yielded a 1+ reaction in the anti-a well, a speckled appearance was noted in the well, and the reaction score was 20. Cmt lot: nu119. Group assay performed with wb cor qc (levels 1,2, & 3) and in-house donor samples (5 samples) of known abo/rh types using retention cmt, lot nu119, anti-a, anti-b series 3, anti-d series 4, anti-d series 5, a1 reference cells, b reference cells, and monoclonal control on in-house echo. Equivocal results were observed on wb cor qc2, anti-a well, a speckled appearance was noted in the well, and the reaction score was 5. Qc was repeated along with the 5 donor samples of known abo/rh. An equivocal result was again obtained on wb cor qc2, anti-a well, a speckled appearance was noted in the well, and the reaction score was 5. An equivocal result was also obtained in the anti-a well on the same b positive donor that yielded a previous equivocal result using cmt lot nu118. A speckled appearance was noted in the anti-a well and the reaction score was 4. The in-house donor with a known abo/rh of b positive which had been previously tested typed as expected. The group assay was performed on an in-house echo using retention cmt, lot nu131, anti-a, anti-b series 3, anti-d series 4, anti-d series 5, a1 reference cells, b reference cells, and monoclonal control. No equivocals were observed and all retention products performed as expected. This issue was communicated to customers in cc-10-001-01 on (B)(6) 2010.